Event description:
Company representative reported that the menu button of the patient's infusion device was not responding. The issue was noticed during training. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The menu button does not respond. These are particles of plastic inside the menu button housing. These particles temporarily interrupt contact.